Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user contacted support for assistance connecting a libre 3+ sensor to the ilet device. The patient had been unable to connect the sensor successfully. The issue was resolved by replacing the sensor. The patient confirmed understanding and reported that blood glucose returned to range after initiating sensor use and resuming insulin therapy. The highest recorded bg during the event was 298 mg/dl. No device alert was triggered, and no outside assistance or medical intervention was required. The patient reported no symptoms.